Event description:
On january 4, 2010, the lay-user/patient contacted lifescan alleging an "error 1" issue with a one touch ultramini meter. The pt indicated that the alleged "error 1" issue started in 2009. At an unknown time after the alleged issue began, the pt claimed that he developed symptoms of shakiness and numbness. The pt was unsure as to what date/time the alleged symptoms started. However, the pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the pt's testing frequency, his medication and diabetes management regimen, what approximate date/time the symptoms began, and what actions the pt took before and after the symptoms developed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.